Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the rf3 delivery system balloon ruptured upon deployment of the 23mm sapien valve. The valve was deployed in a 50:50 position, the patient was noted to be hemodynamically stable and there was no apparent ar or pvl noted on echocardiogram. Per report, after the case, the physician and the fcs were able to discuss the case and attributed the balloon burst to the patient¿s severely calcified leaflets. It was indicated that the patient¿s aortic valve and root were severely calcified. The patient did not have ventricular septal hypertrophy but did have severe mitral annular calcification (mac). Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, balloon inflation was held for more than 3 seconds during deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The rf3 delivery system was returned to edwards lifesciences for evaluation. The complaint was confirmed. Preliminary investigation revealed a longitudinal burst that had translated into a radial tear. No abnormalities were noted on the crimper. The engineer also noted that the measurements were above specification, which is believed to be due to excessive wrinkling of the balloon. Follow up examination pending.

Manufacturer narrative:
Additional information: dimensional testing. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The retroflex 3 delivery system was returned to edwards for evaluation. Visual and dimensional inspections were performed. Visual inspection revealed a longitudinal tear along the length of the balloon. The balloon appears to have been initially torn longitudinally which then turned into a radial tear. There are stretch marks along the radial tear. Per report, it is possible for a longitudinal tear to propagate and tear radially if the balloon interferes with an obstacle during system retrieval and the stretch marks indicates the balloon most likely interfered with an obstacle. Next the balloon was dimensionally inspected for single and double wall thickness which proved to be out of specification. The high value measurements were most likely due to the severe creases on the wall creating an extra thickness on the balloon surface. It should be noted that balloon wall thickness is 100% inspected during the manufacturing process. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformances were found in the returned sample. Similar previous complaints suggest that patient factors (patient annular calcification) may have contributed to the event. We can speculate that the root cause of this complaint could be related to the rationale outlined in the above referenced technical summary. Per the clinical specialist, the patient had severe aortic valve, native leaflet and root calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint history did not reveal that the occurrence rate exceeds control limits for the month of (B)(6) 2013 for this failure mode. Therefore, no further corrective or preventive action is required.